Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After unlocking the instrument with help of the press button the instrument´s fastener does not open. This was seen after first cleaning of instrument, but before initial use or sterilisation. Seen in cssd, no patient involvement, no surgery delay.

Manufacturer narrative:
Product complaint # ==> pc(B)(4) investigation summary ==> examination of the returned device found the locking mechanism would not open and close as intended.the investigation findings with this individual complaint did not indicate that a broader investigation or corrective action was necessary. The devices were manufactured on 4-dec-2019. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d10 corrected: h3